Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and swelling/edema.

Event description:
Patient reported "constant pain, swelling". This record is for the left side. The device remains implanted.